Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture.

Event description:
Healthcare professional reported "including a number of folds","in the prostheses suggests the presence of intracapsular rupture","there is a small focal pocket of fluid at the upper outer quadrant of the right breast adjacent to the implant edge" and "asymmetry in size and position" via ultrasound. The device has been explanted and replaced. This relates to the right side.

Event description:
Healthcare professional reported "including a number of folds","in the prostheses suggests the presence of intracapsular rupture","there is a small focal pocket of fluid at the upper outer quadrant of the right breast adjacent to the implant edge" and "asymmetry in size and position." Device was explanted..

Manufacturer narrative:
Device evaluation: through the photos provided, it is not possible to determine the lot number and catalog. Broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.